Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient's daughter called lfs and alleged that her mother's test strips are too thick to be inserted into the meter. She reported that the patient was taken to the hospital for assistance with the meter and test strips. The patient's blood sugar was tested on the patient's meter and the result was 90 mg/dl. The patient was not treated or hospitalized. The nurse at the hospital was unable to assist the patient in resolving the issue with the meter. Based on the information provided, there is a test strip malfunction; however, there is no evidence of the patient suffering a serious injury due to the issue. The test strips were replaced for the patient.